Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 475 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump, manual injection for high blood glucose. Customer was alleging insulin pump was under delivering because of recurring high blood glucose event. Customer reported that infusion set cannula was bent. The insulin pump will not be returned for analysis.